Manufacturer narrative:
UDI: (B)(4). It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the cause of the gradient across the sapien xt valve cannot be confirmed; however, data review suggests that a gradient was present post operatively (30 day). In addition, per report patient prosthesis mismatch may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by patient registry, 1 year, 2 months post implantation of a 23mm sapien xt within a 23mm mitriflow valve in the aortic position, the valves were explanted and replaced with an intuity elite surgical valve. At the 30 day follow-up visit the valve area was 0.9cm2 and mean gradient was 42mmhg. At the 1 year follow up the valve area remained the same and the mean gradient was now 44mmhg. The high gradients were thought to be a result of patient prosthetic mismatch.